Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is not related to the device. Additional observations: ¿ no other observation observed. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported rupture and capsular contracture baker grade 2. Device has been explanted and replaced with non abbvie product. Record relates to right side.

Manufacturer narrative:
Continued h6 (health effect - impact code):f15. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture and capsular contracture baker grade 2. Device has been explanted and replaced with non abbvie product. Record relates to right side.

Event description:
Healthcare professional reported rupture and capsular contracture baker grade 2. Device has been explanted and replaced with non abbvie product. Record relates to right side.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: d9, h3, h6.